Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 350 mg/dl with polydypsia associated with an absence of occlusion alarm. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the occlusion alarm was not recorded in the alarm history and the occlusion sensitivity setting was on high. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the black box and alarm history showed no evidence of occlusion alarms or any evidence of high force. An ez-prime sequence was performed correctly with no occlusion or any errors, alarms or warnings occurred during the investigation. A call service (cs(B)(4)) occlusion alarm was stimulated and the pump gave the appropriate audible and visible occlusion alert. The pump reflected 24 units after 24-hr on 1u/hr basal program. The product performed within specifications.